Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: contact office: (B)(4).

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and topical skin adhesive was used. During the procedure, a shard penetration occurred. There were no adverse patient consequences reported.